Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was a call for paramedics due to a low blood glucose a few months prior. Another call was made for emergency medical assistance a couple of days prior due to a low blood glucose of 47 mg/dl. The customer had been treated with orange juice and peanut butter. The customer declined troubleshooting for the low blood glucose.